Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: patient presented with complaint of pain and following bilateral si injections on (B)(6) 2004. Diagnoses: chronic low back and sacral pain, status post l3 through l5 decompression and pedicle screw fusion, (B)(6) of 2003; right-sided radiculopathy; deconditioning. On (B)(6) 2007: patient presented with pre-op diagnosis as abdominal panniculus. For which patient underwent panniculectomy. Patient to lerated the procedure well without any intraoperative complications. On (B)(6) 2008: patient presented with following pre-op diagnoses: junctional spinal stenosis, l2-3, status post posterior spinal fusion, l3 to the sacrum. For which, patient underwent following procedures: lumbar decompression, l2-3 and l3-4; removal of posterior spinal instrumentation, l3 to l5; exploration effusion mass, l3 to l5; posterior spinal fusion, l2-3; posterior spinal instrumentation, l2 to l5 with pedicle screw instrumentation, bone morphogenic protein and local bone graft; repair of intraoperative dural defect. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.